Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly and all buttons were tested while navigating the menus. Unit passed self test. While navigating the menus to test the buttons, occasional unresponsive buttons were noted. Keypad overlay was removed, and corroded keypad traces on the center button and down arrow button were noted during visual inspection. Proceeded by cutting unit open and performing deconstructive analysis. No moisture damage was noted on the electronic stack. The following cosmetic damages were noted: cracked case (battery tube), broken battery tube threads, cracked case, damaged display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegation was confirmed when unit was received with occasionally unresponsive buttons due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the battery compartment, and the keypad was not responsive. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported that the functionality was not affected. Troubleshooting was performed for keypad anomaly and the customer reported that the middle button was not responsive. The customer also reported that the pump was not exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device would be returned.